Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) samples were submitted to the manufacturer for evaluation. Through visual examination of the samples, it was observed that the one of the samples was missing a spike on the arterial line; no stress marks, rips or tears were present at the section of the missing spike. The other two samples were leak tested; results of the test noted that the samples passed with no air bubbles observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect of air in line was not confirmed nor could be recreated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: connection failure - connection piece at the arterial line cracked or something, air was consistently getting drawn into the line. No injury reported.